Manufacturer narrative:
Product ID 7496-25, serial # (B)(4), implanted: (B)(6) 1993, product type extension; product ID 7434a, serial # (B)(4), product type programmer, patient; product ID 7425, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 74001, lot # n240158, implanted: (B)(6) 2010, product type adapter; product ID 3888-28, implanted: (B)(6) 1992, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3586, serial # (B)(4), implanted: (B)(6) 1993, product type lead. (B)(4).

Event description:
Follow up information reported that the manufacturer's representative met with the patient and it was determined that the intermittent stimulation was due the fact that the patient did not have the programmer component of the implantable neurostimulator (ins) to adjust the stimulation. The patient was provided with a new programmer and the stimulation was increased "up a little" which completely solved the intermittent stimulation issue.

Event description:
It was reported that the patient's stimulation is intermittent. It was stated that the patient's stimulation turns off and back on. It was noted that patient will meet with a manufacturer representative to discuss possible issues. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Further follow up information clarified that the patient also lost the recharger unit for this ins and was given a new one. The ins was brought out of an overdischarge condition and was reported as working fine as was the new recharger unit.